Manufacturer narrative:
Additional information: upon further follow-up, it was reported that as previously mentioned on the initial medical device report (MDR), the magnet was improperly positioned during the procedure. The surgeon noticed it was inaccurate by 2 millimeters medially when placing his navigated tip point outside of the bony margins he was well within.

Manufacturer narrative:
Patient information was not available. A medtronic representative checked out the system and performed a system checkout without replicating issue. He noted that improper emitter placement was likely due to the issue. He has since retrained the site on optimal emitter placement and metal interference. System performed properly during testing. User error likely root cause. Instructions for use which accompany this device state: exact positioning of the emitter depends on several factors including type of table, procedure, patient location, and patient size. Use a configuration that suits your situation. For best results, follow these practices: orient the ball joints as far away from the mobile emitter¿s electromagnetic field as possible. Position the holder so that it is at least 20 cm (8 in) above the or table and points toward the trackers.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery, utilizing electromagnetic navigation, the site reported navigation was inaccurate. They had the emitter on/close to the bed rail, which may have been causing em interference. No patient harm reported. Surgery was completed successfully with navigation. Delay less than an hour due to this issue.